Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an endeavor resolute drug-eluting stent. No abnormality noticed during inspection prior to use. The target lesion in the lad had 80% stenosis, severe calcification and severe tortuosity. Lesion was pre-dilated twice at 14 atm for 5 minutes. Sixty (60) % stenosis remained after dilatation. No resistance was noted while advancing the endeavor resolute device to the lesion. It was reported that during attempted implant the stent was observed to be broken. The stent was removed from the patient. Physician replaced it with another stent of the same model to complete the procedure. No patient injury reported. Please note that this device, endeavor resolute, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions